Event description:
The customer reported to olympus that the bowden cable was defective on the duodenovideoscope. The issue was found during reprocessing. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient reprocessing, the forceps elevator and connecting tube had foreign material and the distal end had residual liquid. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The customer confirmed that the device was reprocessed before being returned to olympus. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: the grip, switch box and image guide were scratched; the air/water and suction cylinders had no color; the cover of the light guide bundle was damaged; the light guide lens was cracked; the connecting tube was cut; the adhesive around objective lens was worn; the forceps elevator arm was corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.